Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose. The customer's blood glucose was 47mg/dl, treated with food and then blood glucose when up to 63mg/dl. Customer's current blood glucose was 58mg/dl. Reservoir is showing less insulin than what is shown on the status screen. Performed displacement test, no reservoir occurred. Customer stated she dropped pump in water a few days ago, but it worked fine. Customer feels is over delivering. The insulin pump passed self-test. The customer was advised the pump will be replaced, because she felt it was over delivering.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen. No bolus delivery anomaly was noted. No moisture damage inside the pump was noted. The pump had a cracked case at the display window corner and minor scratches on the display window. The pump passed the delivery accuracy test.